Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was received by ventec for evaluation. Ventec determined that the reporter was using a 'checkout worksheet' found online at venteclife.com, however, the device in question is a vocsn standard and does not have the external oxygen/fio2 capability that they were attempting to test. The vocsn clinical and technical manual advises that the vocsn standard model does not have high-pressure external oxygen and fio2 monitor [p.12]. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was user error.